Event description:
Reporter alleged obtaining the results of 254 mg/dl and 127 mg/dl back back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter did say that part of the strip was not filled for the first test. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 254 mg/dl and 127 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter did say that part of the strip was not filled for the first test. A request was made for the return of the affected product.